Manufacturer narrative:
The previous MDR was submitted by wce under manufacturer report reference number 3002808486-2019-01539. Additional information provided determined that this device was manufactured by cinc. With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number of this initial medwatch report. Occupation: non-healthcare professional. (B)(4). Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, tilt, anxiety, pinching/stabbing sensation in filter area, limited physical activity. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, pinching/stabbing sensation in filter area, limited physical activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of ten (10) devices were manufactured in the reported lot 2093927. To date, no other complaints have been reported against this lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via right common femoral vein due to a bariatric procedure. Patient is alleging tilt and vena cava perforation. The patient further alleges ¿I feel pinching and stabbing in the general area that the filter is in¿ as well as anxiety. Patient ¿I can no longer go to the gym and walk in the treadmill because of the filter.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2019, ¿ivc filter tilted posteriorly towards the right side abutting the posterior right side of the ivc. The tip of the filter is located 3.7 cm below the lowest renal vein. There is a strut perforating the ivc anteriorly extending about 9 to 10 mm outside the lumen.¿